Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead fracture occurred and there was loss of ventricular pacing. It was further reported there was high impedance and noise noted on the electrograms (egm) with high ventricular rate episode. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.